Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical devices: 00151601054-inserter for use with 54 mm o.d. Cup-61885685. The returned inserter for use with a 54 mm o.d. Cup identified a fractured inserter tip left in the device. The maxera inserter handle threads into the maxera inserter and the fractured threaded tip was left in this device. The identified fractured inserter handle was not returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification of the inserter handle are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the maxera 54 cup holder was unable to hold the implant. The claw was not retracting to be able to hold onto the cup. This product is now unusable. They were able to finish the surgery without any delay or patient harm. Attempts have been made and additional information on the reported event is unavailable at this time.